Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(4).

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event on the pump. The reporter stated that the patient had a blood glucose of 500 mg/dl with symptoms of abdominal pain, drowsiness, thirst, urination, and dehydration. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the pump was losing prime due to the cartridge cap being unable to properly attach to the pump. There was a crack in the cartridge compartment that prevented the cap from securing properly. As a result of this issue, the pump was frequently alarming for a loss of prime issue. This complaint is being reported due to the allegation that the patient experienced a hyperglycemic event as a result of frequent loss of prime warnings.